Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation (B)(6).

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed falsely elevated ca19-9 results. A review of complaints did not identify an increase in complaint activity for falsely elevated results. Accuracy testing was performed with a retained kit of lot 31203m500 and acceptance criteria were met, indicating acceptable product performance. A review of labeling shows adequate discussion of how to address inconsistent results. A deficiency was not identified as panel testing shows that the lot 31203m500 performed per specification. There is not enough information to reasonably suggest a malfunction. No additional issues were identified; no further action is required at this time.

Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results with poor reproducibility on one patient sample. Sid(B)(6) results = 486.42 / 3.33 / 4.14u/ml. There was no reported impact to patient management. There was no additional patient information provided.